Event description:
An error message of "error 7" was reported with the adc device and was unable to obtain readings. As a result, customer experienced seizure and treated themselves by taking sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. This damage which is consistent with being dropped from a height. The returned reader did not turn on with home button; however it turn on with cable and strip inserted. The returned reader was further investigated and de-cased. Visual inspection of the de-cased reader's pcba (printed circuit board assembly) revealed corrosion caused by liquid ingress. Also contamination debris inside strip port was observed. Performed control solution test, test was unsatisfactory. As a result, this issue is not confirmed to use due to damaged reader. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore, issue is not confirmed to use due to damaged reader. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message of "error 7" was reported with the adc device and was unable to obtain readings. As a result, customer experienced seizure and treated themselves by taking sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message of "error 7" was reported with the adc device and was unable to obtain readings. As a result, customer experienced seizure and treated themselves by taking sugar. There was no report of death or permanent impairment associated with this event.